Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and may need the pd catheter removed. There were no reported allegations that the event was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that the patient having symptoms of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which yielded growth of staphylococcus epidermis. The patient was treated with vancomycin and fortaz intra-peritoneal (ip) per clinic protocol on an outpatient basis. Additionally, the nurse stated the patient had the pd catheter (not a fresenius product) removed in the hospital (not admitted, performed as an outpatient procedure). The patient is recovering and has transitioned to hemodialysis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the event to patient breach in aseptic technique.

Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the liberty cycler sets shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. Per the information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and may need the pd catheter removed. There were no reported allegations that the event was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that the patient having symptoms of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which yielded growth of staphylococcus epidermis. The patient was treated with vancomycin and fortaz intra-peritoneal (ip) per clinic protocol on an outpatient basis. Additionally, the nurse stated the patient had the pd catheter (not a fresenius product) removed in the hospital (not admitted, performed as an outpatient procedure). The patient is recovering and has transitioned to hemodialysis. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the event to patient breach in aseptic technique.